Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The customer¿s blood glucose level was unknown. The customer reported that they had back light not as bright unexplained no delivery alerts pump and had blank screen buttons were harder to press pressing buttons more than twice. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed self test, off no power test and all operating currents tested within the spec range. Device was monitored and tested with no blank display and back light anomaly noted. (B)(4).